Event description:
It has been reported to philips that the allura system was intermittently failing to acquire images during a clinical procedure. A system restart did not resolve the issue. The customer was able to acquire enough images in order to complete the procedure safely. No harm has been reported.

Manufacturer narrative:
A philips service engineer performed a log file analysis which showed an image disk failure and image processing pc problem. The service engineer recreated the image store and returned the system to use in good working order.